Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and low sensing. A lead revision was scheduled.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.